Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the patient received inappropriate therapy from the implantable cardioverter defibrillator ( ICD) for supra ventricular tachycardia (svt). The physician felt the episode should have been discriminated. Follow-up with the physician indicated the device will be reprogrammed at the next clinic visit. The device remains in use. No patient complications have been reported as a result of this event.